Event description:
The user facility reported that during a therapeutic laparoscopic cholecystectomy, the light guide cable became hot and melted a drape. There was no user or pt harm.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation noted the presence of cuts and bulges in a section of the light guide tube. When the subject cable was connected to a light source, the affected area of the cable illuminated through the outer cover, and over time, became warm. Further testing found that the damaged area of the cable achieved a temperature of 50.3 degrees celsius after the device had been in continuous operation for an hour. The same testing noted that an undamaged section of the cable near the light source achieved a temperature of 25.9 degrees celsius, slightly above the room temperature during the same period. The cause of the user's experience was attributed to user mishandling as a result of the light guide fiber breakage observed. This report is being submitted as an MDR, in an abundance of caution. The (B) (4) instruction manual advises users not to place the telescopes distal end, or light guide connector on the pt's skin, on flammable materials, or heat-sensitive materials.